Manufacturer narrative:
(B)(4). The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. We will continue to ask for further information. We will relay any further information and conclusions in a follow-up report.

Event description:
On (B)(4) 2014, we have been informed that a patient developed two blisters during a procedure. The initial report stated that the two blisters were discovered after the procedure when pulling off the dispersive electrode from the skin. The blisters were discovered at the border of the electrodes. It was also reported that the surgeons have worked with two scalpel at one generator with the mode "twin". No information about the patient the nature of the procedure, the location and time of the incident, the precise placement site of the electrode on the skin, how the skin was prepared, the orientation of the burn and the electrode, the generator model and the power settings have been received by us despite repeated requests.